Manufacturer narrative:
The referenced device was returned to olympus medical systems corp.(omsc) for evaluation. Omsc evaluated the device and found that the contact of the video connector socket was corroded and stained. The subjected device was used for eight years. The corrosion and/or adhesion of dirt on the contact were attributed to the inappropriate handling by the facility for long periods, such as the facility connected the endoscope to the subjected device with the wet and/or dirty condition of the connector of the endoscope. Consequently electrical contact failure occurred temporary and it caused the loss of the signal transmission and then the color bar screen was displayed on the monitor. Based upon the finding of the evaluation, this report appears to be related to user handling. There were no further details provided. If significant additional information is received, this report will be supplemented. This report is being submitted as a medical device report in an abundance of caution.

Event description:
On( B)(6) 2015, olympus was informed that during unspecified laparoscopic surgery the color bar screen was displayed on the monitor. Furthermore, on (B)(6) 2015, olympus was informed that the facility completed the procedure with use of the similar but other endoscope. There was no report of the patient's injury regarding this event. After the procedure the non-olympus distributor confirmed the endoscope used with the subject device and found that this phenomenon was not reproduced with the other video processor than the subject device. Therefore the distributor decided that this phenomenon was likely to be caused by the subjected otv-s7pro.